Manufacturer narrative:
Concomitant products: carto 3 system, model #m-4800-01, s/n: (B)(4). Smartablate generator, model #m-4900-07, s/n: (B)(4). Smartablate pump, model #m-4900-08, s/n: (B)(4). Smartablate remote, model #m-4900-09, s/n: (B)(4). Soundstar eco catheter, model #m-5723-18. (B)(4). After successfully inducing vt, the physician called for ablation. As the vt was getting slower and wider, the physician stopped ablating. The qrs complex continued to widen and the blood pressure was becoming undetectable. Cardiopulmonary resuscitation was initiated. Resuscitation efforts continued for 30 minutes and the patient was pronounced dead. There was no need for extended hospitalization, as the patient expired during the procedure. There was no information regarding an autopsy. (B)(4). Are related to the same incident.

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for left ischemic ventricular tachycardia under general anesthesia with a smarttouch unidirectional catheter and suffered a cardiac arrest (requiring cardiopulmonary resuscitation) and death. During stimulation of vt, the patient went into ventricular fibrillation/cardiac arrest. Resuscitation efforts continued for 30 minutes and the patient was pronounced dead. Physician's opinion regarding the cause of the adverse event is that it was related to patient condition, specifically the poor cardiac function that resulted in the ventricular arrhythmia. It was noted that bwi products were not responsible for the death. The physician indicated that all biosense webster catheters performed satisfactorily and that there were no malfunctions with the catheters or the carto. Prior to ablation, the patient presented to the emergency room after having received 19 shocks from his implantable cardioverter defibrillator (ICD) in a single day. Patient was admitted to the intensive care unit. ICD revealed a history of ventricular tachycardia storm. It was determined that the ICD was no longer able to defibrillate due to a low battery. Patient was sent for an ablation procedure. After access was obtained, cartosound maps were created of the left ventricular anatomy. Navistar catheter was placed to create a fast anatomical map (fam) and multiple ablations were performed. Physician then switched to a smarttouch unidirectional catheter for better contact. Mapping and ablation continued in the left ventricle.

Manufacturer narrative:
On 8/3/2016, (B)(4), filed by the customer to the FDA directly, was obtained by biosense webster. The following additional information was provided: (B)(6). Additional patient history information ¿ congestive heart failure, previous myocardial infarction. (B)(4).